Event description:
Pt was revised to address suspected infection. The cup was loose and rotated to a vertical position. Tissue samples were sent for eval which confirmed the pt was not infected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.